Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump that she could not clear. Customer stated that there was possible sweat exposure due to her working outside. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.